Event description:
During the end of a laparoscopic hysterectomy procedure, when removing the sord from the insertion site, the surgeon noticed a minor burn to the outside of the pt's abdomen. The pt was treated with topical cream for the burn and no prolonged hospitalization was required.

Manufacturer narrative:
This device is currently still under investigation and testing at our facility in the (B)(4). As a result, a determination cannot be made at this time. When further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.